Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bent prong in the reported problem area of the pipette assembly. Replaced tip clamp and bent prong, and cleaned the black sleeve. The instrument was tested without further problem, and was returned to expected operation.